Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updated to indicate the device will not be returned by the user facility. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.